Event description:
It was reported that a patient was experiencing painful stimulation at their generator site with higher settings. Additional information was received indicating that the patient had been referred for potential full revision. An update was received indicating that the patient's generator was replaced no lead was replaced. Diagnostics were reported to be normal. The explanted generator has not been shipped to the manufacture to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
H6. Types of investigation, initial report inadvertently used b17 instead of b18.

Event description:
Additional information received. The provider stated that the medical intervention was for patient comfort and to preclude serious injury. No other relevant information has been received to date.